Event description:
Customer reported that the mesh tore at several sites during implantation when placing tacker/suture through the device and pulling the device into place by forcible retracting the tacker. Pieces of the pds layer and orc layer then fell off. The laparoscopic procedure was converted to an open repair, the device explanted and replaced with competitor proudct. Pt is reported as recovered.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly